Event description:
Consumer suffered a serious disfiguring burn as a result of using the heating pad.

Event description:
Customer complaint - limited data available. Consumer suffered a serious disfiguring burn as a result of using the heating pad.